Event description:
It was reported to covidien that a customer had an issue with an enteral feeding pump. Upon triage on (B)(6) 2017 service found that during initial testing of the unit the screen went blank while running the test.

Manufacturer narrative:
An evaluation of the kangaroo pump was performed for the reported condition of, ¿upon triage, service found that, during initial testing of the unit, the screen went blank.¿ the unit was triaged and the reported issue was confirmed. The blank screen was isolated to printed circuit board (pcb q29). The pcb was replaced and the unit worked properly. All device history records are reviewed for quality inspections and parameter compliance prior to releasing the product for shipment. Complaint trending information is being reviewed on a monthly basis and if a trend is observed, actions will be taken as necessary. If information is provided in the future, a supplemental report will be issued.